Event description:
It was reported that the pump exhibited a "no disposable, clamp tubing" alarm message. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. G3: japan, d4: UDI number and g5 are unavailable. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of no disposable alarms. Functional testing was unable to duplicate the reported issue. One possible, but unconfirmed, problem source was listed as a defective cassette. Service history review identified the complaint was not related to a previous service of the device within the review period.